Event description:
It was reported the customer was unable to exit from the preparing to prime loop on their insulin pump. The customer stated their insulin pump was prompting them to fill tubing after they had already rewinded their insulin pump. Customer also stated numbers were not appearing on their screen. The customer was advised their insulin pump needed to be replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.